Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of these particular devices. The returned data was inspected. The inspection revealed that the ICD activated the safety backup mode because the device detected invalid memory content during an automatic signature check. The invalid memory content was detected during the signature check on 21-nov-2020 at 02:00h. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Furthermore, the data showed that the ICD was re-initialized. An evaluation of follow-up data obtained after re-initialization showed no indication of a device malfunction. The presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. Regarding the noise signals mentioned in the complaint description, these were confirmed by analysis of the available iegms. Noise in the rv channel was documented in the iegm from episode 74 of 13-oct-2020. Also noise was observed in the ra and lv channels. The root cause of the noise was not determinable. The analysis of the provided trend data, recorded between 31-oct-2019 and 26-jun-2020, gained no further information regarding the root cause of the observed noise. In addition, the manufacturing processes for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified.

Event description:
After an implantation period of approx. 29 months, oversensing on the ventricular channel was observed. The involved ICD was successfully reinizialized.